Manufacturer narrative:
An engineering review of the submitted device data at our post market quality assurance laboratory indicated that the device had experienced a corrupted data bit in device memory. Analysis confirmed the inappropriate noise markers resulted from this data anomaly and also showed that rv impedance measurements would be affected. Because the type of corruption was beyond the device's automatic error correction abilities, engineers discussed conducting a warm reset as an option to address the anomaly. It was confirmed this issue did not affect tachycardia and bradycardia therapy functionality.

Manufacturer narrative:
The warm reset was subsequently successfully conducted. The device remains implanted with no adverse patient effects.

Event description:
Boston scientific received information that an anomaly was noted with the appearance of electrograms (egm) when the patient presented for an unrelated surgical procedure. Noise was observed on the surface egm, however the right ventricular (rv) egm from the device did not show noise but did display inappropriate telemetry noise markers. Troubleshooting did not resolve the issue. No adverse patient effects were reported. A technical services consultant requested a copy of device data be sent in for review of analysis. It is unknown at this time if the patient had any exposure to radiation.